Manufacturer narrative:
The field service representative (fsr) replaced the roller pump. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the arterial roller pump stopped, and a 'service pump' message displayed without the presence of an alarm. The perfusionist restarted the roller pump, and the issue resolved. The surgical procedure was completed successfully. There was approximately a minute or less delay. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The service repair technician (srt) booted up the roller pump and found it to boot up with a 'service pump' message. Upon attempting to restart the roller pump, the roller pump did not power on. The pump pod circuit board was replaced as it is the main printed circuit board assembly (pcba) that controls the operation. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.